Event description:
Trinity revision of the cup and liner due to anterior dislocation approximately 1 week after primary surgery.

Manufacturer narrative:
Per (B)(4) final report: x-rays and pre-operative planning documents were provided for this case, however, operative notes and the explants were not available and thus the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information the root cause could not be determined. However, it was reported that the cup position was altered during the revision and thus it is possible that the original implant positioning could have contributed to this event. However, this has not been confirmed. Corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report.x-rays and medical documents have been provided and will be reviewed at corin. The relevant device manufacturing records have been identified and will be reviewed. Information regarding the review of these documents will be provided in a supplemental report upon completion of the investigation.it has been confirmed that the explanted devices are not available to return for examination.please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event is occurred outside of the USA.

Event description:
Trinity revision of the cup and liner due to anterior dislocation approximately 1 week after primary surgery.